Manufacturer narrative:
Unit was received with no esc and act button response due to corroded esc and act keypad traces. Pump received with crack case on all four corners near display window, crack on reservoir tube lip and crack on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 14.9 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.